Event description:
It was reported that the celsius thermocool catheter presented a saline leakage and the variable lasso was not able to detect signal. The variable lasso catheter was received in the lab on (B)(4) 2012 and it was found that the electrode ring # 20 was damaged with white plastic residues underneath making this event reportable resetting alert date to (B)(4) 2012.

Manufacturer narrative:
Investigation is still in process. A 3500a supplemental report will be submitted to the FDA once that the product analysis investigation is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the celsius thermocool catheter presented a saline leakage and the variable lasso was not able to detect signal. Upon receipt, the catheter was visually inspected and it was found that ring 20 was damaged and had some white particle underneath. This condition was not originally reported on the complaint. A ft-ir test was performed to in order to identify the type of foreign material; the results demonstrated that the particle is a styrene-based material. It is unknown how the ring was damaged and the origin of the foreign material. Per the reported event, the catheter was electrically tested and it passed specifications. The reported customer complaint could not be confirmed. For the damage ring/foreign particles, an internal corrective action was opened to address this issue. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility.